Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including aortic stenosis, aortic insufficiency, and mixed etiology. Complications reported included perivalvular leak, unexpected medical intervention (balloon aortic valvuloplasty), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: intra-annular versus supra-annular self-expanding valves for valve-in-valve tavr b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "intra-annular versus supra-annular self-expanding valves for valve-in-valve tavr", was reviewed. This research article is a prospective multicenter experience to evaluate the hemodynamics and clinical outcomes of self-expanding valve platforms for valve-in-valve (viv) transcatheter aortic valve replacement (tavr). The devices included in the study were navitor and evolut. The article concluded that viv tavr using intra-annular self-expanding valves (ia sev) was safe with no difference in hemodynamics between ia sev and sa sev. [The primary and corresponding author was john saxon, department of medicine, division of cardiology, university of virginia health, charlottesville, virginia, USA, with corresponding e-mail: jtsaxon@virginia.edu.] This study included patients who underwent viv tavr with ia sev and sa sev from 01 november 2022 to 30 april 2025. A total of 100 patients were included in the study, of which 48% (48) received an abbott device. The average age was 79.2 years. The majority gender was male. Comorbidities included aortic stenosis, aortic insufficiency, and mixed etiology.